Event description:
Hospital reports dr has experienced difficulties with surgical knife. The incisions are larger with fluid leakage. An iris prolapsed and requires sutures. Follow-up with physician confirms this report. He indicates that he experienced difficulties on one day with the "new knife. He reports wound leakage and chamber collapse. The prolapsed iris was repaired and the pt is doing well.